Event description:
The recipient visited the office on (B)(6) 2023 to have a wound looked at. There was a small open wound about 7 mm wide over the implant housing and the implant was visible. The recipient underwent a skin flap surgery on (B)(6) 2023, at the same time the recipient was implanted on the contra-lateral side. The recipient has been explanted (B)(6) 2023 due to the skin infection.

Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely extrusion of the device at the implant site with skin infection. A review of the devices sterilization records showed that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely extrusion of the device at the implant site with skin infection. A review of the device_s sterilization records showed that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient visited the office on (B)(6) 2023 to have a wound looked at. There was a small open wound about 7 mm wide over the implant housing and the implant was visible. The recipient underwent a skin flap surgery on (B)(6) 2023, at the same time the recipient was implanted on the contra-lateral side. The recipient has been explanted (B)(6) 2023.

Event description:
The recipient visited the office on (B)(6) 2023 to have a wound looked at. There was a small open wound about 7 mm wide over the implant housing and the implant was visible. The recipient underwent a skin flap surgery on (B)(6) 2023, at the same time the recipient was implanted on the contra-lateral side. The recipient will be seen in april 2023 for initial programming of the left ear and follow-up on the wound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.